Event description:
It was reported that the customer did not observe drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by replacing the cartridge during troubleshooting for a separate issue, and technical support advised the customer to use room temperature insulin when filling the cartridge, which the customer acknowledged and understood.